Manufacturer narrative:
One cardiomems patient electronic system was received for evaluation. External and internal visual inspections of unit revealed exposed wires of right ang ext, and power supply. Unit passed all signal acquisition frequencies in diagnostic-test including accuracy/noise and distance/home (reference test results provided). All returned power accessories except the defected cable were able to be used for further testing and evaluation without any power malfunctions and/or any additional complications.

Event description:
This report is to advise of an event observed during analysis confirming exposed wires of the power supply.